Event description:
Before a mandible fixation procedure, the scrub tech was loading the matrixmandible 1.5mm drill bitj-latch into a competitor's drill and when he revved it up to high rpms he noticed that the drill bit was whipping. The scrub tech added the short burr guard that goes over the drill bit. When he wound it up at the point, the drill bit touched the burr guard and snapped off into 2 pieces. The broken fragments were retrieved and given to the sales consultant before entering the or. There was no reported harm to the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device procode: hwe. Orchid unique manufactured the matrix mandible 1.5mm drill bit, j latch 90mm, part 03.503.451, lot number u160001. The device history records were reviewed for all lots and no non conformities were found. The raw material passed specification. Orchid unique manufactured the matrix mandible 1.5mm drill bit, j latch 90mm, part 03.503.451, lot number u160001. The part initially conformed to all requirements and was inspected; parts conformed to the synthes incoming final inspection sheet. Due to an unknown cause, the drill bent is bent and broken.